Event description:
It was reported that the device was explanted after an implant duration of approximately 33 months, due to mitral insufficiency and perivalvular leak. Information learned from implant patient registry and from the operative report.

Manufacturer narrative:
Device not returned.

Event description:
The device history record (DHR) review was completed, and this device passed all manufacturing and sterilization inspections with no nonconformance.